Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06921. It was reported that the patient presented into the lab for eri generator change. During the pre-op check, lead noise was observed on both the right atrial and right ventricular leads. Both leads were extracted and replaced. The patient had no adverse health consequences and was in stable condition.